Manufacturer narrative:
No devices or photos of the devices were received; therefore the condition of the devices is unknown. The x ray image provided confirmed the loosened shell; however the corrosion could not be confirmed. Device history record review identified no deviations or anomalies in the manufacturing process for the reported head, stem, and shell lot codes. The reported devices are used for treatment. The devices were in-vivo for five years and 4 months. Review of the complaint history identified no previous complaints for the part-lot combination associated with the reported head, stem and shell. Review of revision operative notes, indicate that extensive bursitis under the fascia was noted with no evidence of purulence. Scar tissue and granulomatous debris was debrided from around the hip. Extensive corrosion and dark staining of the trunnion was noted on the removal of the femoral head. As noted, this was in relatively good condition despite the corrosion. The interface between the stem and femur was debrided. No evidence of loosening or motion was noted at the stem. The cup was grossly loose with a fractured screw. Extensive metallosis staining of the tissue was noted. Root cause for the loosened shell was stated by the surgeon as failure to ingrow due to previous radiation therapy for cancer treatment. A definitive root cause for the identified issue of corrosion of the head-stem taper junction cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00801803601, versys femoral head, lot #61333932. Catalog #00786201200, versys femoral stem, lot #61356654. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for aseptic loosening of the acetabular component. Surgeon commented that cup did not ingrow because the patient had previous radiation therapy for cancer treatment. When the surgeon removed the modular femoral head from the stem he noticed that there was significant corrosion between the two components.